Event description:
The customer reported that her blood glucose went down to 40 mg/dl, but she did not receive a threshold suspend alarm. The customer treated her blood glucose with a meal or beverage. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.